Event description:
Customer reported that the needle hub was stuck in the serter. Through troubleshooting the issue was resolved. Customer also mentioned that the transmitter did not blink when connected to the sensor. Customer's blood glucose reading at the time of the call was 481 mg/dl and has corrected with the insulin pump. It was noted that the customer was on prednisone. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.